Event description:
It was reported that a pt experienced a post-op infection with pain following a rotator cuff repair. The pt was brought back tothe or for debridement. Patient was then seen again in 2005 and the issue is now resolved. The surgeon states that the cultures of the infection confirmed "the bacterium cultured was staph epidermidis". The source of the infection "was not clearly identifiable, but probably from the patient - not from the anchors". The patient was treated with anti-biotics.